Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during an ablation procedure to treat an atrial tachycardia with the intellanav stablepoint ds cathteter, the catheter had a leakage of solution from the irrigation tube. This happened outside the patient, the catheter was replaced and the issue was resolved. The procedure was completed successfully. There were no patient complications. The catheter was discarded and will not be returned.